Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device after an interventional aneurysm embolization procedure using a 7f sheath. Reportedly, the knot was advanced after the device was removed but bleeding did not stop. After the suture was removed via cut-down (nick and spread) as the suture was caught in the posterior wall of the blood vessel. Surgical suturing (suture placed) was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a backwall stitch and entrapment include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device after an interventional aneurysm embolization procedure using a 7f sheath. Reportedly, the knot was advanced after the device was removed but bleeding did not stop. After the suture was removed via cut-down (nick and spread) as the suture was caught in the posterior wall of the blood vessel. Surgical suturing (suture placed) was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.